Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the device passed all functional testing. Initial analysis did site fan noise, this intermittent fan function is related to the initial report.

Event description:
It was reported the programmer displayed a message that it overheated. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.